Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap could not be removed from the pump. The battery cap allegedly spun continuously in place on the pump without detaching. The battery cap did tighten to the pump until the yellow o-ring was no longer visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during investigation, the battery cap was removed and the battery compartment threads on the pump were observed to be damaged. The battery cap did not secure properly to the pump and was not damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.